Event description:
The event is reported as: the staples remain open. No pt injury reported.

Manufacturer narrative:
The sample is not available for investigation. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.